Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window, cracked battery tube threads and a broken reservoir tube lip.

Event description:
The customer reported via telephone call that there was an emergency room visit for high blood glucose. The customer had received a button error alarm. The customer was treated with manual injections. The customer went to the emergency room to get syringes and the blood glucose reading at the time was 187 mg/dl and they treated him with 5 units of insulin. He had treated with a bolus but the blood glucose continued to rise. The customer was advised to discontinue use of the insulin pump and no revert to a back up plan per a health care practitioner's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.